Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on bus and drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the device was not detected on the bus. The field service engineer (fse) reported that drawer 3.2 was failing and showing ghost pockets. The fse replaced the retractor bands on drawers 3.2 and 3.1 and also replaced the pyxibus cable. During cleaning, foil was found on the cubie pins in row c-4-5 of the drawer. All identified issues were corrected, and the drawer was tested using the hardware test application with no failures observed. The customer verified that cubies were functioning correctly in row c. However, ghost pockets remained and will need to be resolved at a later date by removing or unloading all cubies in drawers 3.1 and 3.2. The system functioned as intended after the field service engineer repaired the device.